Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons were harder to press and sticky buttons and also stated that buttons was less responsive. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had unexplained no delivery alerts and louder motor during rewind. The customer also stated that there was cracks in casing of battery cap. The insulin pump will not be returned for analysis.